Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with missing segments/partial display due to cracked and bleeding on the lcd glass. Unable to verify for version number due to missing segments/partial display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: faded serial number label, partially detached the end cap, cracked select button keypad overlay, cracked lcd glass, bleeding on the lcd glass and minor scratched lcd window. Cosmetic damage was confirmed at the right side of the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer reported of crack on the right side of the pump on the case. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump and reverted to a backup plan per healthcare professional instructions. Mmt-1812 was requested and the customer response was that the device was returned.